Event description:
Patient called back said received a questionnaire from medtronic to answer some questions. When asked, patient couldn't find the reference number. 1) version or name of app that was used: interstim x my therapy app. 2) cause of stimulation being off, asked, patient said unknown. 3) why stimulation was strong, patient said doesn't know however therapy was off beforehand. 4) reviewed best practices patient said will wait longer in between steps.

Manufacturer narrative:
Continuation of d10: product ID a52300; serial# unknown; product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been having trouble getting into the interstim x my therapy app to connect with their ins as pt stated "the white line that comes from the left side goes down across the bottom, says medtronic, and comes back up and then stops". Pt stated this happens constantly and only says mytherapy on the screen. Pt later stated it came on and was able to successfully connect with their ins on the call. Pt stated therapy was off. Pt successfully turned therapy on and stated therapy came on too strong. Pt decreased stimulation slightly but still reported feeling stimulation too strong in the right side of their groin. Pt continued to decrease stimulation then confirmed feeling stimulation comfortably at call closure. Pt stated they are "always having trouble getting that white line and that comes down the left side, across the bottom and up to the top then it stops". Pt stated maybe they aren't holding it on there long enough. Pt provided event date as this has been going on ever since they got the new battery and this new medtronic device. Pt made a comment that they know that their "wires and everything is ok" because the last time they saw their hcp pt stated they "set that and made sure everything is where it should be". Agent did not ask about the circumstances that led to the reported issue.

Manufacturer narrative:
H6: correction submitted to update imf code on line item 20 from f11 to f26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.